Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had a bacteremia type of infection that they want to clear before anything is done with the device. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.